Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and missing shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data.

Event description:
Patient reported left side "rupture." Healthcare professional later reported "biocell replacement." Device explanted and replaced.

Event description:
Patient reported left side "rupture." Healthcare professional later reported "biocell replacement." Device explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, d6b, g2, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Device remains implanted.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified lot number 2011054, catalog number 115-322 and yellow particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode

Event description:
Patient reported left side "rupture." Healthcare professional later reported "biocell replacement." Device explanted and replaced.